Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4) on (B)(6) 2021. The most recent information was received on (B)(6) 2021. This spontaneous case was reported by a physician and describes the occurrence of abdominal distension ('swelling in the abdomen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma and anxiety disorder. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), myalgia ("muscle pains in the lower extremities"), rash ("dry, cracking rash on the palms and the soles of the feet"), gingivitis ("chronic gingivitis"), ear pruritus ("itchiness in ears") and ear pain ("twinging pains in ears"). The patient was treated with surgery (tubes and implants removed laparoscopically). Essure was removed on (B)(6)2021. At the time of the report, the abdominal distension, myalgia, rash, gingivitis, ear pruritus and ear pain outcome was unknown. The reporter considered abdominal distension, ear pain, ear pruritus, gingivitis, myalgia and rash to be unrelated to essure. The reporter commented: removal was performed at the patient¿s request. Sample received at quality unit yes date of sample received at quality unit (B)(6) 2021 sample description after receiving at quality unit two micro-inserts received quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 23-jun-2021: updated quality safety evaluation of ptc - sample received. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 22-mar-2021. The most recent information was received on 30-mar-2021. This spontaneous case was reported by a physician and describes the occurrence of abdominal distension ('swelling in the abdomen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma and anxiety disorder. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), myalgia ("muscle pains in the lower extremities"), rash ("dry, cracking rash on the palms and the soles of the feet"), gingivitis ("chronic gingivitis"), ear pruritus ("itchiness in ears") and ear pain ("twinging pains in ears"). The patient was treated with surgery (tubes and implants removed laparoscopically). Essure was removed on (B)(6) 2021. At the time of the report, the abdominal distension, myalgia, rash, gingivitis, ear pruritus and ear pain outcome was unknown. The reporter considered abdominal distension, ear pain, ear pruritus, gingivitis, myalgia and rash to be unrelated to essure. The reporter commented: removal was performed at the patient¿s request. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 30-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) ) on 22-mar-2021. This spontaneous case was reported by a physician and describes the occurrence of abdominal distension ('swelling in the abdomen') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma and anxiety disorder. In 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), myalgia ("muscle pains in the lower extremities"), rash ("dry, cracking rash on the palms and the soles of the feet"), gingivitis ("chronic gingivitis"), ear pruritus ("itchiness in ears") and ear pain ("twinging pains in ears"). The patient was treated with surgery (tubes and implants removed laparoscopically). Essure was removed on (B)(6)2021. At the time of the report, the abdominal distension, myalgia, rash, gingivitis, ear pruritus and ear pain outcome was unknown. The reporter considered abdominal distension, ear pain, ear pruritus, gingivitis, myalgia and rash to be unrelated to essure. The reporter commented: removal was performed at the patient¿s request. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.